Event description:
This case was initially received via regulatory authority (food and drug aministration, reference number: mw5101877) on 01-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion disability), abdominal pain lower ("cramping"), heavy menstrual bleeding ("heavy periods"), migraine ("migraines"), ovarian cyst ("ovarian cyst") and autoimmune disorder ("autoimmune disease symptoms"), 1 month 29 days after insertion of essure. At the time of the report, the pelvic pain, abdominal pain lower, heavy menstrual bleeding, migraine, ovarian cyst and autoimmune disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, heavy menstrual bleeding, migraine, ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5101877) on 01-jul-2021. The most recent information was received on 07-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion disability), abdominal pain lower ("cramping"), heavy menstrual bleeding ("heavy periods"), migraine ("migraines"), ovarian cyst ("ovarian cyst") and autoimmune disorder ("autoimmune disease symptoms"), 1 month 29 days after insertion of essure. At the time of the report, the pelvic pain, abdominal pain lower, heavy menstrual bleeding, migraine, ovarian cyst and autoimmune disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, heavy menstrual bleeding, migraine, ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.